Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. No additional information was provided.